Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon seemed to not be working. Upon removal, it was found that the balloon was broken just above the radiopaque marker. The tip of the balloon catheter had detached into the patient and was retrieved with a snare. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.